Manufacturer narrative:
No product was returned for evaluation. The customer provided a photo, which was slightly blurred. A small tear was observed in the tube, exposing the cable near the junction with the connector. However, the cause of the issue could not be determined as the physical device was not returned for analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that during routine cleaning and tape change, support staff observed a split in the tracheostomy tube at the point where it widens to connect to the ventilator, above the flange. The ventilator did not alarm to indicate any issue. The tracheostomy tube was immediately replaced without complication, and no patient harm was reported.